Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing a fever and fluid discharge from their incision site. The patient was prescribed antibiotics to resolve the reported symptoms which was unsuccessful. The scs system was explanted.